Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of rezb1365 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
Healthcare facility reported to sales representative that on (B)(6) 2015, the catheter was inserted through the left brachial vein under ultrasound. The insertion process was said to have not been smooth, as when it reached the left subclavian vein it allegedly could not be delivered into it. By multiple times of reported adjustment it could then reach the designated location, therefore, the tail end reached the subclavian vein and played the role of middle long catheter. It was stated that during the using process, that the catheter was said to have always been found allegedly blocked. On (B)(6) 2015, the catheter was reportedly removed after the treatment was finished, and resistance was reported during the removal process. Therefore, they stated that they immediately stopped removing the tube. Salt water was then reportedly used to flush the tube and users found there was alleged outflow on the puncture site. The catheter was suspected to be broken. The catheter was removed after it was handled and alleged slits were found at 23cm. No patient harm reported.